Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Event description:
A healthcare worker (hcw) experienced a burn when a sterrad 100s cycle completed. The hcw's finger turned white. She rinsed the burned site with running water. The vaporizer plate was not in place. The hcw was not wearing ppe.

Event description:
Additional information received regarding the event of a healthcare worker who experienced h2o2 contact: the symptoms (skin turned white) occurred on the edge of the healthcare workers index finger and middle finger. The symptoms lasted for 2 days. The healthcare worker did not seek any medical attention. There was no medication prescribed to the healthcare worker. The healthcare worker has recovered from the symptoms.

Manufacturer narrative:
Description of event: correction: the initial report states that a healthcare worker (hcw) experienced a burn when a sterrad 100s cycle completed. The correction to this statement should read "a healthcare worker (hcw) experienced a h2o2 contact. The source of the contact is unknown. The sterrad 100s cycle completed." The sterrad system was not serviced. The system did not cancel or error in any way. Asp investigation summary: the sterrad 100s system was not serviced. The facility failed to properly install the vaporizer plate. The complaint was reviewed for service and complaint history, device history, the system hazard and user misuse analysis and the health hazard evaluation. The service and complaint history for this system for the six months prior to this event does not indicate a trend for h2o2 contact. The complaint trending for h2o2 skin contact for the sterrad 100s product line is not considered a significant trend. The DHR (device history record) for (B)(4) indicates that the system met all specification at the time of release for shipment. The shuma (system hazard and user misuse analysis) risk is a category 1 or "broadly acceptable risk". The hhe (health hazard evaluation) index for severity of the injury is considered limited (transient, self-limiting illness or minor injury). The sterrad 100s user's manual states: "a vaporizer plate is installed in all sterrad 100s sterilizers. The vaporizer plate minimized the risk of liquid hydrogen peroxide coming into contact with the load in the chamber. It also helps keep the load and the chamber clean. Operation of the sterilizer without the vaporizer plate in place may result in hydrogen peroxide remaining on the load after a successfully completed cycle. Residual hydrogen peroxide remaining on the load can result in operator contact and/or injury." This issue can be attributed to the user not correctly following the user's guide instruction.